Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including hernia recurrence, bowel obstruction, inflammation and reparative surgeries. The instructions-for-use supplied with the device lists hernia recurrence and inflammation as possible complications. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard soft mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent right hernia repair surgery with the implant of bard flat mesh on (B)(6) 2010. It was reported that on (B)(6) 2012, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence and further reparative surgeries. And polypropylene suture was used. It was further reported that on (B)(6) 2018 the patient was implanted with bard soft mesh and subsequent to the latter surgery, the plaintiff has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence which resulted in the patient requiring various additional surgeries. It is also alleged that the device was defective.